Manufacturer narrative:
Complaint (B)(4). Received 20pcs 455071p/b2212336 and 20pcs 455071p/b230433d for evaluation. No pictures were provided. We have no remaining inventory of either material/batch. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction cannot be confirmed.

Event description:
Customer states tubes are not separating after being spun and the serum is very pink; and this is occurring in multiple location within the last few weeks. Customer advises different centrifuges are used in all locations; all phlebotomists follow strict guidelines in specimen processing listed in their phlebotomy manual. Customer is unable to confirm number of inversions, how long tubes sit before clotting or if upright during clotting process, or if tubes are spun no later than 2 hours after collection. Customer has advised the occurrence is 1 tube out of 50 to 100 tubes.